Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: pentaray catheter (model# unknown serial # unknown). The ¿suspected medical device¿ reported is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool® smart touch¿ electrophysiology catheter approved under p030031/s053. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for ventricular tachycardia (vt) with a thermocool® smarttouch® sf uni-directional nav catheter and suffered cardiac arrest requiring resuscitation, cardiogenic shock requiring an assist device, and death. After ablation, the patient had incessant vts and became hemodynamically unstable. The patient went into cardiac arrest which required defibrillation and cardiac massage which was inefficient. The patient also received a ventricular assist device to support the heart ejection rate. Patient was reported to be in critical condition immediately following the event. On (B)(6) 2016, the patient expired due to damage of the myocardium.